Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
(Pierced gum causing it to) bleed [gingival bleeding]. Metal spindle pierced gum [gingival injury]. Head came completely away from the brush. Oral-b [device breakage]. Fitting is not tight at all. Oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that the oral-b crossaction toothbrush head came completely away from the oral-b toothbrush while he was using it and the metal spindle on the toothbrush pierced his gum, causing it to bleed. The fitting was not tight at all. No serious injury was reported.

Manufacturer narrative:
21-mar-2023 product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
(Pierced gum causing it to) bleed [gingival bleeding]. Metal spindle pierced gum [gingival injury] . Head came completely away from the brush - oral-b [device breakage]. Fitting is not tight at all - oral-b [device connection issue] . Product counterfeit - oral-b [product counterfeit]. Case narrative: male consumer via e-mail stated that the oral-b crossaction toothbrush head came completely away from the oral-b toothbrush while he was using it and the metal spindle on the toothbrush pierced his gum, causing it to bleed. The fitting was not tight at all. No serious injury was reported. 27-jan-2023 follow up via images: the suspect product lot was bc806271322. No serious injury was reported. 08-feb-2023 case update: the concomitant product lot was 1081786000. No serious injury was reported. 21-mar-2023 product investigation results: the suspect product was confirmed to be oral-b power power oral care refills crossaction eb50 brush set 4ct. The concomitant product was confirmed to be oral-b power rechargeable toothbrush handle 3765. The suspect product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.